Event description:
During follow up from baxter healthcare to the home patient's (hp) care giver stated that the hp passed away on (B)(6) 2011, due to a massive cerebral hemorrhage. (B)(6), dialysis facility was contacted. The dialysis facility indicated the patient was no longer on service with (B)(6). The patient was receiving home hemodialysis under (B)(6) medical, inc in (B)(6). (B)(6) medical. Inc was contacted and indicated they had been notified of the patient death on (B)(6) 2011. Patient injury reported: yes. Medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).